Event description:
The customer reported that an erroneously low total protein (tp) result was generated from a unicel dxc 600i synchron access clinical system for one patient. The initial erroneously low tp result was reported out of the laboratory however there was no report of death, serious injury or modification to patient treatment associated or attributed to this event. The initial sample aliquot had a very low volume. The initial tp result was challenged as it did not reconcile with same patient's albumin (alb) results. A new aliquot with a larger volume was generated and repeated on the same instrument as well as another instrument. The tp results were higher and regarded as valid. The repeat result from the original instrument was reported outside of the laboratory as an amended report. Instrument tp quality controls results during the timeframe of the event recovered within customer established specifications.

Manufacturer narrative:
Service was not dispatched to the site for this event. The erroneous result's low aliquot volume is the likely cause of the event.